Event description:
It was reported that the patient had infection post tha surgery, so the poly insert and head prosthesis were removed and replaced.

Manufacturer narrative:
A delta v-40 ceramic head 28/0, cat # 6570-0-128, lot # 1165943 was also reported. It cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation because they were disposed of by the hospital. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding infection involving a restoration adm x3 ins 28/58 was reported. The event was not confirmed. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that the patient had infection post tha surgery, so the poly insert and head prosthesis were removed and replaced.